Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), nausea ("nausea") and sexual dysfunction ("sexual disfunction"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, nausea and sexual dysfunction outcome was unknown. The reporter considered abdominal pain lower, nausea, pelvic pain and sexual dysfunction to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding (general),") and brain neoplasm ("tumor / teratoma / cancer type: brain tumor") in a 40-year-old female patient who had essure (batch no: a98188-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, thyroid nodule, vomiting and irritable bowel syndrome. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), female sexual dysfunction ("sexual disfunction / apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), loss of libido ("loss of desire"), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), micturition urgency ("bladder or urinary problems or changes- bladder leakage, urgency"), urinary incontinence ("bladder or urinary problems or changes- bladder leakage"), migraine ("migraines"), headache ("headaches"), dizziness ("neurological conditions or problems type: off balance/dizzy"), balance disorder ("neurological conditions or problems type: off balance/dizzy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), post procedural diarrhoea ("gastrointestinal or digestive system condition type: extreme diarrhea after my hysterectomy"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have brain neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, acne, vaginal haemorrhage and menorrhagia had resolved, the device expulsion, brain neoplasm, abdominal pain lower, nausea, female sexual dysfunction, mood swings, loss of libido, depression, micturition urgency, urinary incontinence, migraine, dizziness, balance disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, post procedural diarrhoea, alopecia and vulvovaginal pain outcome was unknown and the headache and weight increased was resolving. The reporter considered abdominal pain lower, acne, alopecia, balance disorder, brain neoplasm, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, micturition urgency, migraine, mood swings, nausea, pelvic pain, post procedural diarrhoea, urinary incontinence, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Ultrasound scan vagina: on (B)(6) 2013: total bilateral occlusion. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding (general),") and brain neoplasm ("tumor / teratoma / cancer type: brain tumor") in a 40-year-old female patient who had essure (batch no. A98188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, thyroid nodule, vomiting and irritable bowel syndrome. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), female sexual dysfunction ("sexual disfunction / apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), loss of libido ("loss of desire"), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), micturition urgency ("bladder or urinaryproblems or changes- bladder leakage, urgency"), urinary incontinence ("bladder or urinaryproblems or changes- bladder leakage"), migraine ("migraines"), headache ("headaches"), dizziness ("neurological conditions or problems type: off balance/dizzy"), balance disorder ("neurological conditions or problems type: off balance/dizzy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: extreme diarrhea after myhysterectomy"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have brain neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, acne, vaginal haemorrhage and menorrhagia had resolved, the device expulsion, brain neoplasm, abdominal pain lower, nausea, female sexual dysfunction, mood swings, loss of libido, depression, micturition urgency, urinary incontinence, migraine, dizziness, balance disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, diarrhoea, alopecia and vulvovaginal pain outcome was unknown and the headache and weight increased was resolving. The reporter considered abdominal pain lower, acne, alopecia, balance disorder, brain neoplasm, depression, device expulsion, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, micturition urgency, migraine, mood swings, nausea, pelvic pain, urinary incontinence, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Further company follow-up with the consumer, lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Patients demographics added, lot number added. Essure insertion date updated. Events added - device expulsion, mood swings, loss of desire, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), depression, acne ,migraines, headaches, off balance, dizziness, dysmenorrhea, dyspareunia, bladder leakage, micturition urgency , brain tumor, vaginal discharge, fatigue, weight gain, extreme diarrhea, hair loss, vaginal pain. Events onset date added. Medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus/essure had torn through my uterine wall'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general),') and brain neoplasm benign ('benign brain tumor') in a 40-year-old female patient who had essure (batch no. A98188-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, thyroid nodule, vomiting and irritable bowel syndrome. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), female sexual dysfunction ("sexual disfunction / apareunia (inability to have sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), loss of libido ("loss of desire"), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), micturition urgency ("bladder or urinaryproblems or changes- bladder leakage, urgency"), urinary incontinence ("bladder or urinaryproblems or changes- bladder leakage"), migraine ("migraines/headaches"), dizziness ("neurological conditions or problems type: off balance/dizzy"), balance disorder ("neurological conditions or problems type: off balance/dizzy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), post procedural diarrhoea ("gastrointestinal or digestive system condition type: extreme diarrhea after myhysterectomy"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have brain neoplasm benign (seriousness criterion medically significant) and experienced abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, brain neoplasm benign, abdominal pain lower, nausea, female sexual dysfunction, mood swings, loss of libido, depression, micturition urgency, urinary incontinence, migraine, dizziness, balance disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, post procedural diarrhoea and alopecia outcome was unknown, the pelvic pain, genital haemorrhage, acne, vaginal haemorrhage, menorrhagia and vulvovaginal pain had resolved and the weight increased was resolving. The reporter considered abdominal pain lower, acne, alopecia, balance disorder, brain neoplasm benign, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, micturition urgency, migraine, mood swings, nausea, pelvic pain, post procedural diarrhoea, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal previously reported (B)(6) 2018 and now it is reported as (B)(6) 2019. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion. Further company follow-up with the consumer, lawyer, lawyer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event : tumor / teratoma / cancer type: brain tumor were updated to benign brain tumor. Event : migration of essure device location of device: uterus were updated to migration of essure device location of device: uterus. Essure had torn through my uterine wall were added. Outcome of the event vaginal pain were updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.